Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and no repeat procedure was performed as they used a third capsule to continue the procedure. There was nothing unusual about the patient or the procedure; scope was used to check placement of the capsule, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule and the delivery system and capsule will be returned for investigation.